Event description:
Initial glucose result of 26 mg/dl, repeat of same sample recovered 90 mg/dl. Initial result was not reported. The user determined the sample probe was broken. The user replaced the probe and reports no further occurrences.